Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the pump was replaced in november and (B)(6) 2025 was the first refill following the pump replacement. The healthcare provider (hcp) stated that they expected 4 ml and aspirated 14 ml. The hcp confirmed that there were no alarms in the logs. The technical services (tss) suggest a dye study. She did not want to perform a dye study or access the catheter because the patient was improving significantly and receiving better therapy than before the pump replacement. The hcp stated that he has a little bit of intermittent spasticity, but he had it prior to the pump replacement. The hcp filled the pump and opted to bring the patient back in 30 days to confirm the reservoir volume.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stated that if there could be anything else wrong with the pump to cause the volume discrepancies.